Manufacturer narrative:
Arjo was informed about the incident involving the maxi twin passive floor lift and arjo sling. Based on the information provided, a patient was lifted out of the bed and when was positioned about a half a foot above the shower chair, the device tipped over. As a result of the incident, the patient sustained fractured hip and pubic bone, shoulder injury, knee injury and internal bleeding. After the incident, the device was evaluated by an arjo representative. The technician informed that the device looked and functioned correctly. The technician noticed some cosmetic damages such as: the legs of the lift were scratched and the top of the spreader bar was damaged. This however did not influence on lift function, during the function test, the maxi twin was operating as per the manufacturer¿s specification. It is not known when the damage visible on the spreader bar of the device occurred, whether it was before the device tipping over or a result of the tipping (the lift could have hit an object). The service technician was unable to check the involved sling. When the technician attended the site the lift was in a locked room and due to the staff involved not being available that day, no one else was able to provide more information on the sling. During the visit at the customer's site, the nurse who was involved in transferring the patient when incident happened, informed the service technician that during lifting the patient, the legs of the floor lift were opened and the brakes were released. It was impossible for the technician to recreate the reported scenario based on information received from the customer¿s employee. Arjo lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535, a stability test was performed during the design phase for the maxi twin device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. Based on previous investigations, the following factors are considered to be possible causes of the lift instability: applying the chassis brakes while attempting to move the device, using other parts of the device than maneuvering handle to move it, for example, the mast, the jib, the spreader bar or the patient, pushing the device directly on the obstructions on the floor, pushing or pulling the device sideways instead of the front direction, malfunctions of the lift or the sling. Taking into account all the facts and information collected in a course of this investigation, there was no device malfunction found that could have contributed to the lift¿s tipping over, therefore its defect as a potential cause of instability can be ruled out. Looking at the incident scenario, the most likely root cause of the reported incident is the way of product handling. The maxi twin instructions for use (04.kt.00_15) warns and informs the user: ¿to avoid the possibility of injury always make sure that: lower the maxi twin lift during transfer to a safe height, little higher than a normal chair height.¿ ¿to avoid the device from tipping and the resident from falling, do not use the equipment on floor with recessed drains, holes or slopes exceeding a ratio of 1:50 (1.15°).¿ ¿to position the resident over the bed/chair, use the lift handles, do not pull the sling.¿ to sum up, while the event occurred, the maxi twin passive floor lift and arjo sling were used a system for a patient handling. The system failed to meet its performance specification since the lift tipped over causing the patient to fall. The complaint was decided to be reported to the competent authorities due to indication of a device tipping over during patient transfer which led to a serious injury.

Event description:
Arjo was informed about the incident involving the maxi twin passive floor lift and arjo sling. Based on the information provided, a patient was lifted out of the bed and when was positioned about a half a foot above the shower chair, the device tipped over. As a result of the incident, the patient sustained fractured hip and pubic bone, shoulder injury, knee injury and internal bleeding. After the incident, the device was evaluated by an arjo representative. The technician informed that the device looked and functioned correctly.